Event description:
It was reported to covidien on 10/28/08 that a customer had an issue with a defibrillation pad. The customer stated "pediatric pt receving CPR. Multi-function defibrillator pads when separated from the plastic liner, left the gel material adhering to plastic liner. The gel material did not remain attached to the actual electrode. Per rptr, there was a delay of procedure lasting 20 minutes due to this issue. They then switched the pads to a competitor's product and the pt was revived. The pt later coded and expired. Rptr stated that the pt death had nothing to do with the earlier code and problem with the electrode.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.